Event description:
--

Event description:
Boston scientific received information that this patient attended a follow up at the clinic and it was noted that the left ventricular lead pacing impedances were out of range. Reprogramming options were discussed, but produced loss of capture in various pacing vectors. A lead revision was planned. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
At this time there has been no information when it comes to the lead revision procedure. Should additional information become available this investigation will be updated.